Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that the impedance on the atrial pacing lead was beyond the expected upper range and that there was atrial oversensing. On (B)(6) 2016 atrial oversensing noise observed in s2d egms (electrograms). High atrial sic counts also observed. Beginning (B)(6) 2016 atrial pacing impedance rose to 4000 ohms and then is varying though (B)(6) 2016. Previously the trend was 475-684 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited high impedances, oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.